Event description:
Consumer complaint of blood result reading of "lo". Customer performed a blood test at the time of the call with a result of "lo". Customer was not able to read the results in the meter's memory. Customer normally reads between 101-120 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).